Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer's wife reported via telephone call that the blood glucose ran high. The blood glucose reading was 600 mg/dl. The site was changed and the customer was treated with a bolus, and the caller declined troubleshooting. The insulin pump was not replaced or returned for analysis.